Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted in the left bundle branch (lbb). The lead was noted to have exhibited helix retraction issues and dislodgement. During the extraction attempt, the helix deformed resulting in a lead conductor fracture. The deformed helix adopted an anchor-like form and became entangled in the patient's tricuspid valve and removal difficulties were encountered. This rv lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.